Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-05101. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention wherein the lead and extension were explanted and two new leads were implanted. Effective therapy was restored post procedure.